Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient felt pain at pod activation and when the pod was removed, the needle was still visible inside the cannula, indicating it did not retract back into the pod as intended.

Manufacturer narrative:
The device generated an 0x33 hazard alarm indicating command not received when prev. Cmd had mctf bit set. The device was reset and successfully delivered a 5u bolus. The rerun data does not replicate the 0x33 alarm code. No timeouts or drive stalls were observed in the rerun data. The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. No retraction of either cannula was observed. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Slide retract was found to be damaged, which was caused by an incorrect installment of the hard cannula. Incorrect installation of the hard cannula caused it to not retract properly.